Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 27 months of support on the lvad, a piece of battery clip had broken off into the power lead of the system controller. The pt was able to make a connection, but was not able to secure the connection and was holding the pieces together. The pt subsequently performed a system controller exchange.

Manufacturer narrative:
The pt remains on lvad support. The manufacturer is attempting to acquire the battery clip for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.